Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# va05xyu, implanted: (B)(6) 2013, product type: lead. Product ID 3888-45, lot# va05xyu, implanted: (B)(6) 2013, product type: lead. Product ID 3888-33, lot# va03vn6, implanted: (B)(6) 2013, product type: lead. Product ID 3888-45, lot# va03lvu, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient was lifting a bag out of the trunk and stated that it felt like something popped. The popping was on the left side on the middle of the back below the shoulder blade and started burning. The patient statedthat it hurt to lift either arm. The patient stated that they thought the popping was what happened when the lead pops out of the muscle. The patient had pain in their shoulders. This occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.